Event description:
Kimberly-clark received a report stating, ¿during procedures the generator would go into high impedance and not allow the doctor to continue the procedures. The grounding pads and probes were switched out, the generator was turned off and on again and it continued to display the same issues. This also occurred when a patient was on the table with four rf cannulas in their back. There was no patient injury reported.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow-up report. The device was not returned to kimberly-clark for analysis, therefore we are unable to determine a root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.